Event description:
Hamilton medical ag received the following event description : "screen frozen won't shut off constantly alarming."

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "screen frozen won't shut off constantly alarming."

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The respiratory therapist (rt) reported: "screen frozen, won't shut off, constantly alarming." The event occurred during non-clinical procedure with no patient involved. The event did not cause or contributed to a death or serious injury to a patient. According to the device log files, a panel connection loss was recorded on 15 march 2023 while the ventilator was in standby mode, followed by several technical failures. On 24 march 2023, a "restart after power fail" event was logged. This restart occurred because the respiratory therapist (rt) was unable to shut down the device manually. No further feed back was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.